Event description:
Primary rn was collecting a poc (point-of-care) glucose on an infant when she attempted to use a medline infant heel warmer by breaking the inner component to start the warming. However, the heel warmer split through the outside bag, spilling warm gel out. It did not ever touch the infant. Defective warmer was set aside in a plastic bag kept at the nurses' station.